Manufacturer narrative:
Device was evaluated by manufacturer and alleged failure could not be duplicated. Compete inspection was performed. Suspect that the index knob was not properly locked. We reviewed our instruction manual and decided there are no changes/additions required. We referred the user to the instruction manual, section 6, including all warning statements and safety information, additional training to staff at hospital is planned.

Event description:
Crani for tumor. Pt in the prone position. The pt was supine and then positioned prone, prepped and draped. During the beginning of the procedure the physician thought the head slipped a little and then the stealth was not working accurately but continued with the procedure. At the end of the case after the drapes were removed and the pt was positioned supine again to remove 3-point fixation headholder, a small approx 2cm laceration was found and that was closed with staples.